Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus, the cable on the subject device was cut. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found coupler unit is sticky, adhesive on cable unit is peeled off. Based on the results of the investigation, it is likely the following led to a malfunction: damage on cable unit. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the cable on the subject device was cut. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 1/24/2014h4.

Event description:
The customer reported to olympus, the cable on the subject device was cut. There were no reports of patient harm associated with this event.